Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, upstream occlusion alarms, which were reproduced during evaluation. Evidence for the reported symptom was confirmed through a review of the device event history log by the presence of "upstream occlusion!" In the log; however, it is unclear if these are true or false alarms. Internal inspection found the ultrasonic flex tail pins to be cracked. The upstream sensor was be replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.